Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with high blood sugar levels. The patient's blood glucose levels reached 500 mg/dl while wearing the pod. The patient reports the pod was leaking during wear. The patient reports their home health nurse had changed the pod. After a new pod was applied the patients blood glucose level had not decreased. The patient went to urgent care and then the hospital emergency room later in the day. Treatment information is not available. The patient was in the hospital for 2 hours.